Event description:
A chapter titled "endoleak management" in endovascular interventions: a case-based approach discusses a (B)(6)-year-old man who presented with an endoleak after endovascular aneurysm repair with gore excluder aaa endoprostheses. Seven months post procedure, follow-up imaging reportedly showed no regression of the aneurysm sac and a type ii endoleak. It was reported the endoleak was originating from the inferior mesenteric artery (ima) and an accessory left renal inferior pole artery that had been covered by the device. On an unknown date, an additional procedure was performed whereby the ima and left renal accessory artery ostium where coil and glue embolized. Final angiography showed no evidence of the endoleak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As an event date is not available, the date of event was noted as (B)(6) 2014 (the publication date ¿2014¿ noted in the cited work). A review of the manufacturing paperwork could not be performed as the lot number(s) was not provided. Dieter rs, dieter ra jr, dieter ra iii, eds. Endovascular interventions: a case-based approach. New york, ny: springer science; 2014;32:373-381.